Manufacturer narrative:
Additional device information: unique identifier (UDI) # n/a. Concomitant medical products and therapy date. Detail of product: item # 00000004207, item name - titanium shell armor 56/kk, lot # b234290; item # 3461, item name - ap ball head med 28/14, lot # b430019; item # 115800007, item name - pf stem w/ cllr cem. Lat. Sz 7, lot # g2619.05. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim because he underwent revision surgery due to metallosis.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to metallosis. Review of event description: it was reported that the patient, then aged 46, underwent a left total hip arthroplasty on (B)(6) 1999 with following implants ref. 4347, ref. 4207, ref. 3461 and ref. 11.58.00.007. After approximately 18 years, the patient underwent a revision surgery on both left and right sides on (B)(6) 2016 due to metallosis. This complaint covers the revision surgery of the left thr, which took place on (B)(6) 2016. Review of received data: no surgical reports of the left thr was received for the investigation. Extract from the doctor¿s letter regarding the medical consultation on (B)(6): ¿follow-up visit after anterior subluxation of left thp implanted 9 years ago. I measured with a scanner the anteversions of the prosthetic components. The combined anteversion (anteversion of the femoral stem + anteversion of the cup) is 45° on the right side and 64° on the left side. The norm is below 45°. It has to be noted that the frontal inclination is 55° on the right side and 62° on the left side. The norm is below 45°c. In conclusion, the anteversion of the left side is too important as well as the frontal inclination. The imperfect positioning of the prosthesis is responsible for the anterior subluxation experienced by the patient. For information, the implant anteversion is limiting the posterior luxations. Unfortunately, an excess of anteversion leads to anterior luxations¿ a less frequent complication. I tell mr. Sauvage to be very careful in his movements of external extension-rotation, which are responsible for anterior subluxation. Due to the perpetuation of the subluxation and iterative luxation, a revision surgery is proposed. ¿ legal document is reviewed. On (B)(6) 1999, dr (B)(6) operated on the patient for the purpose of implanting a left hip prosthesis made by sulzer. The surgical procedures were followed almost immediately by episodes of instability with dislocations. In order to investigate the cause of this instability, x-rays of both hips were taken on (B)(6) 2008. On examining the films, dr (B)(6) came to the conclusion that the prostheses were imperfectly positioned, causing the misalignments experienced by the patient. Dr (B)(6) then suggested to the patient that the left prosthetic implant be adjusted. Dr (B)(6) statement dated 18th november 2014, indicates that the blood levels of chrome and cobalt are 20 times higher than normal values and the scanner is showing the existence of fluid packet with thick walls behind the right acetabulum. Thus, a need of new operation is put forward. Dr (B)(6) statement dated 14th april 2016, indicates that the x-ray and sonographic examinations found out existence of periprosthetic effusion and incipient cotyloid osteolysis. Moreover, the high level of metal ions in the blood is noted to be increased significantly compared with the level from year before. On 25th march 2016, dr (B)(6) at (B)(6) centre, who was monitoring the patient stated the need of a check of the compatibility of the head which was placed along with the targos stem in 2013 during the revision surgery. A scan was conducted in (B)(6) 2014, which found a collection of retro-cotyloidal fluid, which would point to a possible problem of metallosis. The standard x-ray of the pelvis shows a slightly grey peri-cotyloidal appearance, which also points to metallosis and I note that there is asymmetry of the metasul cotyloidal implant, which may indicate wear of the metal. After that, on (B)(6) 2016, dr (B)(6) made a revision surgery for his two hip prostheses to treat his metallosis. Since this operation by dr. Thomas, the patient is monitored every year with regular x-rays, which have not highlighted any particular anomaly. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: the high blood levels of cobalt and chromium, metallosis along with the recurring dislocations patient experienced point to a possible wear of the insert-pe resulting in instable hip prosthesis, not well aligned thr and following metal wear. Conclusion summary: according the legal document, patient underwent a revision surgery on (B)(6) 2016 of the left thr after 16 years 8 months in-vivo time. The components which were revised during the revision surgery are unknown. The high blood levels of cobalt and chromium, metallosis along with the recurring dislocations patient experienced point to a possible wear of the insert-pe resulting in instable hip prosthesis, not well aligned thr and following metal wear. X-rays of both hips taken on (B)(6) 2008 had already been stated by the surgeon as pointing to not well positioned components. It is also possible that the not allowed combination of the shell and insert on the right hip, which took place during the revision surgery of right hip in (B)(6) 2013, might have contributed to the high metal ions observed in the blood. No medical data confirming the reported event was received, therefore the revision due to metallosis cannot be confirmed. Since no x-rays and surgical notes were received, it is not possible to make a deep analysis of the event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.